Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed to close and stopped approximately 2/3 of the way. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer released the pockets from the drawer, powered off the unit, installed a new drawer, powered the unit back on, and reconfigured the drawer. The pockets were then reinstalled. The rails on drawer half height 2.1, 2.2 were found to be broken, so the engineer swapped in another drawer from a different floor. The hardware testing application was run, and it worked perfectly. The system functioned as intended after the field service engineer repaired the device.